Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not reproduce the issue. The fse replaced the coiled cord and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.